Event description:
I used renu with moisture loc contact lens saline solution for several months. I had just begun a new bottle when my vision became blurry, pain, light sensitivity and scratchy. I was diagnosed with cornea damage, given steroid eyedrops and can only wear glasses with a stronger rx.